Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the device broke while being screwed into a pre-drilled hole. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(4) 16-nov-2024: further information was provided the broken parts were retrieved out of the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. - one unpackaged, ar-2324bcc, biocomposite swivelock® c, 4.75 mm x 19.1 mm, batch 15167618, was received for evaluation. Visual inspection revealed that the screw has a crack at the distal ends making the implant lose geometry. It was noted that the sutures, screw and eyelet were detached from the device. The anchor had damage to the distal end. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. According todfu-0087; revision 3; g; precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket."